Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error-load sequence issue was verified, but the cartridge alarm 0 - undefined issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer reverted to manual injections for insulin therapy.